Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Device manufacturing date is unavailable. A medtronic representative, following-up at the site, reported the site could not get the screws to work with the patient's skull, it was suspected that the patient's bone was too thin and the screws were not able to make appropriate contact. The site tried two different dynamic reference frames (drf) but were unsuccessful. The surgeon proceeded with the surgery using the regular reference frame. Drf frames were disposed of so they will not be returned for investigation no parts have been received by manufacturer for analysis. Suspect part was discarded by the site and will not be returned to the manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial procedure, the dynamic reference frame (drf) was not able to mount properly to the patient. No further details regarding the concern, or when in the procedure it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device manufacture date was unavailable as a valid lot number was not provided and the device was discarded.(B)(4)